Event description:
Patient suffers from rheumtoid arthritis. His initial surgery took place on 1/23/97 with a "galli fixation" (three cables and autogenous bone). He complained 4 weeks post-op of neck pain. X-rays showed 2 cables were completely broken and the third one was only fixed with one filament. The right part of the lamina of c1 had been cut off by the cable. The patient was reinstrumented and due to the fracture of c1, the fusion had to be extended to occiput.